Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced a low blood glucose (bg) level of 39 mg/dl. Reportedly, the customer delivered a bolus to cover food consumed. Subsequently, the customer exercised and bg level lowered. Customer consumed carbohydrates to address the low bg. Recommendation was made to discuss diabetes management with a health care professional.